Event description:
A housekeeper was cut when handling a garbage bag. As part of the investigation, the garbage bag was opened and 3, 24 ga intima devices were found wrapped in blue pads. The employee refused prophylaxis.

Manufacturer narrative:
If samples are received, an investigation will be completed and a follow-up report will be filed. (B)(4).